Event description:
While removing ioban surgical drape from the patient's skin, the patient suffered a skin tear 1/2 x 1 1/2cm to the ncek involving the epidermal layer of skin. Prepped with hibiclens, alcohol and chloraprep.